Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the doctor had trouble inserting the lens into the patient's left eye. Two unplanned enlargements of the incision were performed. Upon injection of the lens, the capsular bag was compromised. Lens was half way in incision and the doctor removed it with a mcpherson forcep which tore the back haptic. A different lens model was implanted successfully. The physician's opinion of the most likely cause of the iol damage was "patient eye not compatible." The patient's prognosis is described as "slight edema but doing well, compliant with meds."

Manufacturer narrative:
The lot number of the delivery device was not provided and the device was not returned for evaluation. Therefore, a device history record review and product evaluation could not be conducted. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.